Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited no capture and was difficult to remove. Once explanted, the lead was noted to have a significant amount of ingress tissue at the helix. The lead was not used, and another lead was implanted to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of speci fication analysis result for extension/retraction due to blood. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.